Event description:
It was reported that the suction tubing became detached from the tip housing during a surgical procedure. There were no adverse consequences and no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
The device is not being returned to the manufacturer.